Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection with an unreported restoration. The collar, drive feature, and body are noted to be worn, indicating use, but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for this complaint could not be determined with the information provided as the event cannot be recreated. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Event date unknown. Device lot number unknown/not provided.

Event description:
It was reported that the abutment screw came loose in the mount and the dentist had to cut off the crown and the abutment( iedat4 lot #8319356-1) got ruined. Tooth location #20.